Event description:
When attempting to push the stent through the hemostatic valve of the sheath, the pre-mounted stent kept pushing back off the balloon on the delivery sheath and not entering though the valve.